Event description:
The patient reported to manufacturer that they were experiencing throat pain, a stiffening of his neck, and breathing problems with stimulation following an increase in device output current. The events reportedly resolved following a subsequent decrease in device settings. It was later reported that the patient was again having trouble breathing and experienced painful stimulation and vomiting with magnet usage. Those events reportedly resolved following another programming change. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.